Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that while using a gps (global positioning system) device their chest tightened up. The patient also noted they feel sluggish. It was also reported they had an electrocardiogram (ECG) performed which showed activity. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.